Event description:
It was reported that the lead was capped due to high impedance. No patient complications have been reported, as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Other :implantable tachy lead; it was reported that the lead was capped, due to high impedance. No patient complications have been reported as a result of this event. No conclusion can be drawn, impedance, high